Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 9 7754, serial# (B)(4), product type: recharger. Product ID: 3550-29, lot# n476092, implanted: (B)(6) 2014, product type: accessory. Product ID: 97792, lot# n489302, implanted:(B)(6) 2014, product type: accessory. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 37791, product type: recharger. (B)(4).

Event description:
The consumer and manufacturer representative reported that they were seeing the reposition antenna screen on the recharger when trying to charge the implantable neurostimulator (ins). The patient was having issues communicating with the patient programmer as well but it was unclear if they were seeing a poor communication screen. The patient last charged their device 14 to 15 days ago but they could usually go 21 days before having to charge. The patient was not feeling stimulation at the time of the report but they did not consciously turn the stimulation off. They just stopped feeling stimulation. The last time they used stimulation was for 7 minutes on (B)(6) 2015 or (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The patient's indication for use was non-malignant pain.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information reported that the patient had issues getting their antenna positioned over the ins and getting it recharged. The patient also got an antenna error message on the system as well. The manufacturer's representative met with the patient and the instructions for recharging the ins system was reviewed with them. The antenna error message was able to be cleared from the recharger. It was noted that the patient's ins system was working fine and was receiving therapy without any problems. If additional information is received, a follow-up report will be sent.